Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician successflly positioned and deployed an xact stent into the right internal carotid/common carotid artery. Two days post-procedure, the pt presented to the emergency room with shortness of breath and chest tightening with exertion. Pt was admitted to ccu where cardiac enzymes were found to be negative. An EKG showed sinus bradycardia and left bundle block. A dual chamber pacemaker was implanted during this admission.